Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report 1627487-2011-07142. The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that when the pt turns stimulation up, sometimes the stimulation will lower or turn all the way off. When she connects with the pt programmer (pp) the stimulation might be at zero or lower than what it was previously set at. Testing also shows the lead has high impedance contacts. A reprogramming session is being scheduled. No further info is available at this time.